Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Customer indicated device was returned per their policy to assess the device and rule out an alleged malfunction. Functional testing and log review, confirmed the pacing function operated as intended with no malfunctions identified. ECG signal quality was adequate in lead ii during pacing, and electrical capture was achieved without issues per device logs. Mechanical capture could not be confirmed from available data, as it cannot be assessed via logs or bench testing, and electrical capture does not guarantee mechanical capture. The customer was unable to confirm whether appropriate troubleshooting steps such as pad placement verification or output adjustment were performed during use but indicated they are aware of these steps and will be conducting further independent training of their staff. Based on all available information, no device-related failure were identified. There was no fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.